Manufacturer narrative:
One used list # 46104-65, tp4 monitoring kit was returned for investigation. Visual evaluation of the ¿as-received¿ 46104-65 tp4 monitoring kit confirmed the high pressure arterial tubing segment was separated from the winged male luer. Engineering analysis of the affected components at the bond location recorded the component surfaces exhibited tacky residue. The probable cause of the component separation was due to an incomplete uv adhesive cure and is attributable to a manufacturing/manual assembly error. The device history review (DHR) could not be completed since no lot number was provided.

Event description:
The event involved a tp4 kit w/10cc safeset reservoir, needleless valve, filter millex and admin set that was reported the arterial line tubing had pulled apart at the connector near the lab draw stopcock. There was no report of patient harm.